Event description:
It was reported that this pacemaker exhibited atrial undersensing. Technical services (ts) was consulted and further evaluation was recommended for programming optimization. Additionally, it was noted that this patient experienced a syncope episode, however, the health care professional (hcp) confirmed it was not device-related due to dehydration as a result of alcohol consumption. No adverse patient effects were reported. At this time, this device remains in service.